Event description:
Three (3) plates were fixated. Several months after the surgery, screw and plate pulled out of bone on left sternal halve. Screws were locked into plate. Per surgeon, pt "came in with a cough, and left with a cough." Patient also had a bmi of (B)(6). Plates not removed at this time.

Manufacturer narrative:
Methods: complaint statistics. Results: an investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. In addition to no device being returned, device history records could not be reviewed because no lot number or traceable identification to conduct a proper investigation was provided. Assessment conclusion : due to no device being returned and no lot number provided, the root cause for the failure cannot be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.